Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown issue and was replaced by another manufacturer's lead. A company field representative was not present at the procedure. No further information is known, at this time. No additional adverse patient effects were reported.